Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary incontinence ("unable to hold urine"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the urinary incontinence outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain and urinary incontinence to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), unable to hold urine. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.